Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with a saline mentor breast implant of unknown type and developed inferior lateral displacement on the right breast implant. Upon explantation, the surgeon noted black floating spots in the saline. As a result, patient underwent removal and replacement with mentor smooth round moderate plus profile 350cc saline implant, catalog # 3502350, s/ns (B)(4) on (B)(6) 2018.

Manufacturer narrative:
In the initial report submitted to the FDA, adverse event or product problem ¿is product problem¿ should have been checked. In addition, the incorrect device code 2993 ¿adverse event without identified device or use problem¿ was selected. The correct device code for this event is 2895 ¿contamination/decontamination problem¿. On 07/17/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: it was reported by the doctor that during explant of the right device due to a displaced inferior lateral implant with product code unknown and product lot unknown, it was identified there were black spots in the saline. The device was implanted on (B)(6) 2006 and explanted on (B)(6) 2018. During the evaluation of the sample, a dark foreign material was noted to be present inside the implant floating in the solution. The fill valve of the returned device was visually inspected, and no damage was noted. A leak test was completed, and no leak was observed. The foreign matter was extracted and analyzed by the microbiology lab using fourier-transform infrared spectroscopy (ft-ir). The overall results from the microbiology laboratory revealed that the foreign matter is primarily composed of biological-based material most likely dry body fluids; however, the source of origin of the foreign matter is unknown. As no information was received with regards to the lot number of the sample no history record could be evaluated, however manufacturing process is done in a control environment and the production associates use personal protection gear to avoid contamination or direct contact with the product. It should be noted that mentor performs 100% inspection of all devices prior to release. In addition, saline-filled breast implants are provided sterile. Furthermore, the product inserts data sheet states to use a syringe filled with pyrogen-free, sterile sodium chloride u.s.p. Solution for injection to inflate the prosthesis to the recommended volume. Only sterile, pyrogen-free sodium chloride u.s.p. Solution for injection drawn from its original container should be used. As it is known that bacterial infections may result from contaminated saline, it is recommended that a new sterile saline container be used with each surgery and implant-filling procedure. Saline breast implants are filled with sterile saline through sterile tubing that is connected to an intravenous bag of saline, and through this tubing the saline is drawn up into a syringe via a stopcock transferred into the implant by the tubed connected to the implant¿s valve. This is known as a ¿closed¿ technique as the saline is never exposed to the outside environment, that is the saline solution, the tubing and implant are sterile. However previous methods for filling the saline implants were ¿open bowl¿ technique where the saline breast implants were filled with sterile saline through a tube that was connected to a valve on the implant at the time of surgery. The filling of the implant was done via a syringe with saline solution that was in an open sterile pitcher on the operative field. The syringe would connect to the tubing going into the implant. This would be done multiple times until the implant was filled to the appropriate volume; then the tube would be removed. This open filling technique would potentially expose the sterile saline solution to blood/body fluids. Red blood cells (erythrocytes) are made mostly of hemoglobin, a protein that contains iron. Hemoglobin holds onto oxygen to carry it around through the body. Hemoglobin appears red when fully oxygenated. When red blood cells die, they release the oxygen, turning the hemoglobin dark red or black. There were multiple attempts to obtain additional details regarding this event without success. Complaint has been confirmed and it is most likely related to the filling technique used, however this cannot be conclusively determined. Complaint information will be included in complaint trending that is reviewed and monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer's reference number: (B)(4).